Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an indent in her skin from the sensor. The sensor was inserted into the abdomen. Further contact was made with the patient¿s mother on (B)(6) 2019. The patient's mother reported that "quite some time back," the patient experienced an issue where the tissue around the insertion site would form an indentation that would remain after the sensor was removed. She stated that they visited the patient's endocrinologist, who said the reaction was highly irregular, but that she had one other patient that had experienced something similar. The patient's mother was not aware of a specific diagnosis. She stated that in the time since the issue, she did not believe that it had reoccurred, and thought that the issue had partially recovered. No product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.